Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the hakim programmable valve was implanted to an (B)(6)-year-old male patient with a subarachnoid hemorrhage via an l-p shunt on (B)(6) 2020 with unknown settings. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2020, the valve setting was changed to 30mmh2o, but over drainage was observed. Shunt patency was confirmed. The physician suspected a valve occlusion and the valve was replaced on (B)(6) 2020. During the replacement procedure, the joint part of the lumbar catheter and the connector was bent.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation: device history record (DHR) - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.